Event description:
The pt received his scs system on (B)(6) 2011. The pt reported intermittent heat from the ipg site; he stated the skin felt warm to the touch. The pt reported the issue was not dependent on when he was charging or communicating with his programmer. The pt will follow up with his physician with this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.